Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wound drain leaked before the use, and it was noted that there was an opening near the tubing that had leaked. Primary nurse taped up the area and informed charge nurse. Customer also stated that the wound drain did not reach the patient before use or did not touch the patient during use. Per additional information received via email on 29jul2025, there was no impact to the patient due to the this of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wound drain leaked before the use, and it was noted that there was an opening near the tubing that had leaked. Primary nurse taped up the area and informed charge nurse. Customer also stated that the wound drain did not reach the patient before use or did not touch the patient during use.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 closed wound suction y connecting tubing. Verified material number 0043610 and batch number ngjq0188. Visual inspection noted the end of the y connector was cut off. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wound drain leaked before the use, and it was noted that there was an opening near the tubing that had leaked. Primary nurse taped up the area and informed charge nurse. Customer also stated that the wound drain did not reach the patient before use or did not touch the patient during use. Patient experienced prolonged care. Per additional information received via email on (B)(6) 2025, there was no impact to the patient due to the this of the device.